Event description:
Aneurysm embolisation, right ica. The coil was examined before procedure and looked good. The aneurysm was access with an sl-10, 2 markers and a terumo wire .012. No friction either. The coil was deployed with no problem. New cables and batteries were used for the synerg power supply. The cables were attached to the pusher wire and as soon as they turned the power supply on, the voltage was very high (at 11.0) which they consider as unusual. The power supply did not alarm. The physician checked the pusher wire to make sure of the gdc placement and realized that the coil was already detached. It was the first gdc given. The previous one was too small and was retrieved (gdc 10-2d, 6x20, 342620-4 lot: 4771423) 4 gdc total were used. Another gdc had problems as well during detachment. (Gdc 10 soft-sr4 6x10, lot: 4018307) see the other report. The last one detached normally within 60 second according with the physician and the technologist in the room (gdc 10-soft, 4x10, 341410-4, lot 4829875). The pusher wire was retrieved with no problem and had not coil left in main pusher wire, comment from the doctor is that he is concerned that the coil was probably detached before putting the cables on."